Manufacturer narrative:
Investigation pending.

Event description:
The patient's last menstrual period was (B)(6) 2018. The patient received a positive result using an unspecified home pregnancy test. On (B)(6) 2018, the patient presented to the facility to confirm the pregnancy. A non-first morning urine sample was collected and a consult hcg urine cassette produced a negative result. A quantitative beta hcg test was ordered the same day and produced a result of 209 miu/ml.

Manufacturer narrative:
Investigation conclusion: retention and returned products were tested with cut-off positive (20 miu/ml) and middle positive (100 miu/ml) hcg urine standard. All devices produced expected positive results at the read time. No false negative results were observed. Manufacturing batch record review did not uncover any abnormalities and quality control data met specifications. The reported complaint for false negative results was not replicated as retention and returned products performed as expected. A root cause could not be determined based on the information provided. Per the package insert, very dilute urine specimens as indicated by a low specific gravity, may not contain representative levels of hcg. False negative results may occur when the levels of hcg are below the sensitivity of the test. When pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.